Manufacturer narrative:
The sample was collected in a plastic lithium heparin plasma tube with a gel separator, and was centrifuged at 4500 rpm for 5 minutes at room temperature. Qc was within the established ranges prior to and on the day of the event. A routine system check was performed on (B)(4) 2010 and the results were within the instrument specifications. Service was not dispatched for this event as the customer only wanted to report the issue. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc (bci) in regards to an erroneously elevated thyroid stimulating hormone (htsh) result generated by access 2 immunoassay analyzer for one patient. The result was not reported out of the laboratory. Subsequent testing on the original and an alternate instrument produced lower results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.